Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion being treated was 90% stenosed and located in the moderately tortuous mid left anterior descending artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion where the balloon ruptured at 20atms upon first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)